Event description:
It was reported that the ventricular lead exhibited impedance below 200 ohms and a high capture threshold. The lead was removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.